Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from the communication bus not recognizing tower doors 1 and 2 a field service engineer manually opened all the tower doors, intentionally caused a failure, and subsequently restored their functionality to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issues were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system had malfunction in tower doors. The customer indicated that the issue arose while attempting to dispense medications to a patient, although the same medication was accessible from another machine without any problems. There were no adverse events or injuries reported based on this incident.